Event description:
A surgeon reported that one day following intraocular lens (iol) implant surgery, it was noted that the iol was "vaulting backwards" and the pt had a "damaged capsule". The iol was exchanged. In a follow-up, it was reported that the surgeon suspected the iol was mounted upside down in the lens case and so he may have implanted the iol upside down. Post-exchange, it was reported that there was no residual effect on the pupil. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4).